Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown, therefore, no sample evaluation could be completed. The cause of this peritonitis was a connection issue due to a use error because it was reported the baby pulled the mini cap off the transfer set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Proper user instructions are also addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide states that the minicap should only be removed from the transfer set when the patient is reconnecting to continue treatment or to return to therapy after an emergency disconnect. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient pulled the minicap off of their transfer set and later developed peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized and treated with vancomycin intraperitoneally (ip) (8mg/liter, frequency not reported) and cefepime ip (125mg/liter, frequency not reported) for the peritonitis. The patient was discharged after two days, but was readmitted nineteen days later for the ongoing peritonitis. After six days, the patient was again discharged but readmitted six days later for the peritonitis. While hospitalized, the patient¿s catheter was removed and replaced. Seven days later, the patient was discharged from the hospital and antibiotic treatment with vancomycin and cefepime were discontinued. Dianeal therapy was ongoing. The patient was reported to have recovered from the event. No additional information is available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).